Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 72-in non-dehp microboree ext sets were blocked/occluded, and medicine had to be manually pushed through the syringe pump. The following information was provided by the initial reporter: "I have some syringe pump tubing (bd maxguard extension set refme2059 with an attached nexus tko needleless connector) that wouldn¿t infuse last night when the nurse used an alaris syringe pump. She was able to manually push the medication through the syringe pump tubing, but the pump would not deliver the medication."

Manufacturer narrative:
Investigation summary: 2 samples were returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were manually primed with saline by attaching a 10 ml bd syringe to the female luer. The set and syringe was attached to bd syringe pump dhcu-0008 module dchu-0017 for 1ml/hr for 15 minutes. An occlusion was not observed. The customer complaint that the syringe pump tubing would not infuse could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 72-in non-dehp microboree ext sets were blocked/occluded, and medicine had to be manually pushed through the syringe pump. The following information was provided by the initial reporter: "I have some syringe pump tubing (bd maxguard extension set refme2059 with an attached nexus tko needleless connector) that wouldn¿t infuse last night when the nurse used an alaris syringe pump. She was able to manually push the medication through the syringe pump tubing, but the pump would not deliver the medication."